Manufacturer narrative:
Conclusion: device investigation revealed an electrically functional device, however mechanical damages to the electrodes were seen which might be related to the removal surgery. Reportedly the recipient had no sound perception after a middle ear surgery, however despite requested neither further information nor any in situ measurements have been received. A root cause could not be determined due to lack of information. This is a final report.

Event description:
The recipient has no sound perception with the device after a middle ear surgery. Electrode or cochlea weren't touched during the surgery. No affecting medication was given. Reimplantation was done.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient has no sound perception with the device after a middle ear surgery. Electrode or cochlea wasn't touched during the surgery. No affecting medication was given. Reimplantation was done.